Event description:
The white power cable on the system controller looked like the pin from the power cable was stuck in the system controller power cord. The system controller was exchanged on (B)(6) 2025. The system controller and the power module cable was returned. The patient's ventricular assist device (vad) was stable. One of the pins from the power module cable broke off and was stuck in the white power cable. When they tried to connect clip to the white power cable it did not work. However, when they put the patient back on the power module cable, it worked because the pin that was stuck in the white power cable lined up with the cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect alarms and pin damage in the white power cable of the heartmate 3 system controller were confirmed via evaluation of the returned controller. Data from the downloaded controller event log file was reviewed and contained data from 31aug2025 to 05sep2025 per timestamp. Throughout the log file, intermittent power cable disconnect alarms were captured while connected to 14v batteries due to the relative state of charge (rsoc) voltage fluctuating below the alarm threshold. The alarms resolved each time the rsoc voltage returned to the expected range. On 05sep2025, a low voltage hazard alarm was captured due to the black power cable being disconnected while an atypical power cable disconnect alarm was active on the white power cable. The low voltage hazard alarm resolved when the black power cable was reconnected to external power. The atypical power cable disconnect and low voltage hazard alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned controller, serail number (B)(6), was visually inspected and damage to both negative voltage signals on the white power cable connector was observed. The controller was connected to battery power and a mock circulatory loop. An atypical power cable disconnect alarm was reproduced on the white power cable. The alarms were traced to the damaged pins on the controller white power cable connector. The root cause for the atypical power cable disconnect alarms was determined to be due to damaged pins in the white power cable connector. Incidental findings: fluid ingress which is reportable because fluid ingress may affect pump function and lead to hemodynamic compromise, thromboembolism, etc., which may result in adverse events causing serious injury/ death to patient. It was identified that the system controller was found to have wire fatigue on the black power cable which would require an exchange. This need for an exchange, may have resulted in an exchange performed at home which can result in serious injury or death. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section f of the IFU, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller power cables. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the controller power cables. This section also instructs the user to not submerge the controller in water or liquid and to keep the controller power cables away from any liquid as well. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's batteries and battery clips were not working but the patient had no issues on the power module patient cable. It was noted that the patient had a power cable disconnect alarm. During troubleshooting, the system controller white connector and the white patient cable connector were found to have pin damage. The system controller and the patient cable were scheduled to be replaced the following morning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events pin damage in the white power cable of the heartmate 3 system controller and atypical power cable disconnect alarms were not confirmed as no product was returned and no log files were available. The provided information indicated the controller was exchanged. Multiple attempts were made to obtain additional information regarding images of the damage, availability of log files, resolution of the reported event, and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power and power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section f of the IFU, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.